Manufacturer narrative:
(B) (4). (B) (4). Dissection is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to MFR, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that the procedure was to treat a distal and mid right coronary artery (rca), which was heavily tortuous and heavily calcified. After pre-dilatation with two voyager balloon catheters (2.0 and 2.5) the xience v 3.0 x 23 stent was advanced to the lesion, but would not cross the lesion. Upon removal of the 3.0 x 23 xience v stent from the pt's anatomy, the stent struts were noted to be flared. More pre-dilatation was done and a xience v 3.0 x 18 stent did cross the lesion and was deployed. A xience 3.0 x 23 stent was deployed proximal to the first and was overlapping. After deployment of the stents, a visual of the area revealed a small dissection distal to the first xience v stent (the 3.0 x 18). A third xience v 2.75 x 12 was used to treat the dissection. The treatment with the additional stent was successful and the pt outcome was good. Although requested, no additional event or pt info is available.